Event description:
It was reported that during a pre-use check, the customer attempted to turn the ventilation switch from off to continuous mandatory ventilation (cmv) but the device did not function as expected. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, no major scratches or damages could be observed. Functional testing consisted of connecting the device to a gas supply source in which the device preformed as expected. Testing was unable to confirm reported problem. The root cause of the reported issue was not able to be found since the reported problem could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).